Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, user reported difficulty achieving proper contact detach placement. After three attempts, blood glucose (bg) continued to rise. The third set was removed and found to be bent. User had no additional sets available, so replacements were sent overnight. Blood glucose (bg) reached 305 mg/dl and was correctable with a supply change. The highest blood glucose (bg) recorded was 305 mg/dl. Bg was corrected with juice. Symptoms included thirst. No prolonged out-of-range period, outside assistance, or medical intervention was required.